Event description:
A malfunction with the pump was reported, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided instructions and assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to call back if any future malfunction occurred.